Event description:
It was reported that during reprocessing, the uretero-reno fiberscope was sterilized with the cap off, causing damage. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the user did not put the cap on before sterilizing the device. The event can be detected/prevented by following the instructions for use which state: uretero-reno videoscope olympus urf-v3 olympus urf-v3r, rc4819 03 which states on its page 9 "when performing gas sterilization (e.g., ethylene oxide gas sterilization, hydrogen peroxide low temperature plasma), the sterilization cap must be attached to the venting connector on the light guide connector" olympus will continue to monitor field performance for this device.